Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, chronic kidney disease, parosyxmal atrial fibrillation, persistent/chronic atrial fibrillation, history of cerebrovascular events, history of coronary heart disease, prior myocardial infarction, vascular disease, congestive heart failure, bleeding (intracranial, gastrointestinal), hematological-coagulation disorders, diffuse intracranial amyloid angiopathy, and angiodysplasia/gastroduodenal ulcer. Complications reported included death, stroke, bleeding, thrombus, and residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: left atrial appendage closure in patients refusing oral. Anticoagulation: the laac-refusal study.

Event description:
The article, "left atrial appendage closure in patients refusing oral anticoagulation: the laac-refusal study", was reviewed. The article presented a retrospective, multicenter study that assessed the feasibility, safety, and efficacy of the left atrial appendage closure (laac) procedure and compared the clinical outcomes observed in this population with those observed in a matched population with atrial fibrillation submitted to laac due to an established clinical indication as contraindication or failure of oral anticoagulation (oac). Devices included in the study were amplatzer amulet, amplatzer cardiac plug, watchman 2.5, and watchman flx. The article concluded that in this multicenter cohort of consecutive patients with atrial fibrillation submitted to laac, oac refusal appeared as an infrequent indication. In this subgroup, laac was confirmed to be feasible and safe. The ischemic outcomes rates at 3 years are promising. Further studies are needed to better understand the potential effects of preferring laac over oac. [The primary and correspond author was lorenz räber, cardiology department, bern university hospital, freiburgstrasse 18, 3010 bern, switzerland. Email: lorenz.raeber@insel.ch]. The time frame of the study was from january 2009 to december 2022. A total of 357 patients were included in the study, of which 266 (74.5%) received an abbott device. In the refusal group, the average age was 68.1 years. In the control group, the average age was 75.0 years. The majority gender was male. Comorbidities included hypertension, diabetes, chronic kidney disease, paroxysmal atrial fibrillation, persistent/chronic atrial fibrillation, history of cerebrovascular events, history of coronary heart disease, prior myocardial infarction, vascular disease, congestive heart failure, bleeding (intracranial, gastrointestinal), hematological-coagulation disorders, diffuse intracranial amyloid angiopathy, and angiodysplasia/gastroduodenal ulcer.